Event description:
It was reported the lead was damaged during the explant procedure. It was unclear why the device was explanted or why the lead was damaged. It was noted that the ¿left lead¿ was 2.6cm long and had all four electrodes. This ¿small lead¿ was left in the body after explant. The lead size was confirmed by an x-ray. About two weeks later, it was reported the cause of the event was unknown. No further surgical intervention was reported. No hospita lization was reported and the patient outcome was listed as no injury. The patient had two systems. It was unclear which lead corresponded to which system. Refer to manufacturer report #3004209178-2013-07867 for the patient¿s other system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot# v135845, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-33, lot# v124886, implanted: (B)(6) 2008, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).